Event description:
It was reported that when end user is driving the 3gtq3-cg power chair it will stop and the service indicator light will begin flashing. End user states she unplugs the cable to the joystick and turns the chair on and off until it works again. End user states she has replaced the joystick cable previously but the same problem persists.